Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 24 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 24 reported complaints with device returns: 10 were resolved with a non-return valve (nrv) assembly replacement; 5 were resolved with a pneumatic block (pb) assembly replacement; 6 were resolved with a device software upgrade; 3 were resolved with a peep turbine replacement. All devices were serviced and fully tested before returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 24 malfunction events where it was reported to resmed that astral 100 devices failed to complete the internal self-test. There was no patient harm or serious injury reported as a result of these incidents.